Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was a dislodgement of the left ventricular (lv) lead. The lv lead was capped to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information received that a loss of capture was observed on the left ventricular (lv) lead.